Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming right-overlapping. The case was completed with a like device, no patient consequence reported.